Event description:
According to the distributor's report dermabond topical skin adhesive was used in the dermabond long incision study (report from belgian study site) and the patient developed an infection of an abdominal wound. Infection was resolved in 2002. Investigator noted that the severity of the event was mild, the relationship to the device is listed as possible, and the patient was treated with augmentin. No microbiologic cultures were performed and the lot number is not available.